Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl before they called and current blood glucose was 65 mg/dl. Customer other blood glucose value was 120 mg/dl. Customer stated that they did not enter auto mode as the sensor was covered by blood. The customer was eating nutrition bars and advised could drink something like orange juice or coke. Device will not be returned for analysis.